Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, high pacing impedances, noise and helix issues were all exhibited. The lead was removed and is intended to be returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations and was unable to conclusively determine the root cause of the reported helix extension/retraction problems.